Event description:
It was reported while using bbl¿ chromagar¿ orientation that one (1) plate grew e.coli as dark blue colonies instead of the expected dark rose or pink. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: during manufacturing of material 215081, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 4253214 was satisfactory and no quality notifications were generated during manufacturing and inspection of either batch. All batches are tested prior to release and results reported on the certificate of analysis (coa) which can be obtained at www.bd.com/regdocs. All performance testing on these batches were satisfactory at the time of release. The complaint history was reviewed, and no other complaints have been taken on batch 4253214 for performance. Retention samples for batch 4253214 were not available for inspection. One photo was received, the photo shows the plate from lot 4253214 with blue growth. Performance related issue cannot be confirmed off of photos. No return samples were received. This complaint cannot be confirmed. No complaint trends for this defect have been identified; no actions are indicated at this time. Bd will continue to trend complaints for this defect.

Event description:
It was reported while using bbl¿ chromagar¿ orientation that one (1) plate grew e.coli as dark blue colonies instead of the expected dark rose or pink. There was no health impact or consequence reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.